Event description:
It was reported that the left ventricular (lv) lead had high impedances. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data from the device was analyzed and revealed high impedance, where the weekly pace lead impedance trend data showed an abrupt increase for max lvperm pace impedance = 475 to 4047 ohms peak between (B)(6) 2011 and (B)(6) 2012.